Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') and systemic lupus erythematosus ('lupus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nephropathy ("stage 3 kidney disease"), systemic lupus erythematosus (seriousness criterion medically significant) and peripheral swelling ("feet and legs would swell extremely"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, nephropathy, systemic lupus erythematosus and peripheral swelling outcome was unknown. The reporter considered medical device removal, nephropathy, peripheral swelling and systemic lupus erythematosus to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal" concerning the injuries reported in this case, the following one were reported via social media: peripheral swelling, systemic lupus erythematosus and nephropathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: fu 1 and 2 were processed together. Social media received. New events were added: feet and legs would swell extremely, lupus and stage 3 kidney disease. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.